Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician could not pass the guide wire through the left ventricular lead. The lead was not used, and a new one was implanted. The patient¿s condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. Final analysis found as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the inner coil inside the connector region was bunched up consistent with procedural damage. The guidewire insertion/removal test could not be performed due to bunched up inner coil at the connector region. The cause of the reported event was isolated to the bunched up inner coil at the connector region consistent with procedural damage.